Event description:
It was reported "the balloon leaking during use, change the new catheter". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " the balloon leaking during use, change the new catheter". Additional informaiton states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.